Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. A field service engineer was dispatched on. 2/9/2017 during servicing, the fse replaced the rotor seal and stator face assembly and replaced the peek tubing from the port of injector valve to the pre-filter housing. Fse then ran samples to check chromatagrams and adjusted the flow rate. The fse replaced the uptake and purge valves for the pump assembly. Calibration and controls were ran with acceptable results. The customer was able to run the instrument without any issue. No further action required by field service. The most probable cause of the reported event was the failure of the purge valve.

Event description:
On (B)(6) 2017 a customer reported 706 syringe l error with their g8 analyzer. The customer reported that they changed the probe but the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results.there was no indication of patient intervention or adverse health consequences due to the delay in reporting.